Manufacturer narrative:
The system was used for treatment. Although the customer did not indicate that there was any medical intervention administered to the patient, this case is being reported out of an abundance of caution. It is standard practice to administer medical intervention for patients diagnosed with pulmonary embolism events. Since this event is associated with the treatment, this MDR will be against the instrument. From the instrument perspective, there was no known instrument malfunction and no instrument issue was alleged by the customer. No service was requested by the customer for this adverse event. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since 13-feb-2018. As part of the review, it was determined that the instrument's last service was on 5-mar-2018. During this service the system checkout procedure was successfully completed indicating that the instrument had passed all tests, met all specifications, and was operational. Trends were reviewed for complaint category, pulmonary embolism. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: pulmonary embolism. (B)(4).

Event description:
The customer reported that an extracorporeal photopheresis (ecp) patient experienced a pulmonary embolism post ecp treatment. No additional information was provided by the customer for this case, thus the following information is currently unknown: date of event, the length of time between the patient's last ecp treatment and their pulmonary embolism diagnosis, whether there was any medical intervention, the patient's underling condition, the patient's past medical history, and the patient's current condition. Several requests for this additional information were sent to the customer with no reply as of the date of this report. No product was returned for investigation.

Manufacturer narrative:
In a follow-up with the customer on 29 june 2018, the customer stated that the patient was diagnosed with a superior vena cava thrombosis on (B)(6) 2017. The customer reported that the patient did not experience a pulmonary embolism as previously reported. The customer stated that the patient's deep vein thrombosis (dvt) was diagnosed through a CT scan. The customer reported that the patient received only two extracorporeal photopheresis (ecp) treatments prior to their dvt diagnosis. The customer stated that the patient's last ecp treatment prior to their dvt diagnosis was on (B)(6) 2017. The customer reported that heparin (10000units/500ml) was the anticoagulant that was used at a 10:1 ratio during the patient's last ecp treatment prior to their dvt diagnosis. The customer stated that the dvt was mechanically removed and the patient was placed on a therapeutic anticoagulation (enoxaparin) therapy. The customer reported that the patient's dvt may have been related to the patient's hickman line. The customer stated that the patient's dvt was not related to ecp. The customer reported that the patient is currently in remission with no symptoms of gvhd thus the patient is no longer undergoing ecp treatments. The customer stated that the patient underwent their last ecp treatment prior to their dvt diagnosis on xts instrument serial number (B)(4). Based on the above information, the complaint category for this case has now been changed to thrombosis from pulmonary embolism, and the instrument information in this case has been updated in order to reflect xts instrument serial number (B)(4). This case is reportable as a MDR due to the medical intervention of the clot removal and the enoxaparin that was provided to the patient. Since this event is associated with the treatment, this MDR will be against the instrument. From the instrument perspective, there was no known instrument malfunction and no instrument issue was alleged by the customer. No service was requested by the customer for this adverse event. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since 23-mar-1999. As part of the review, it was determined that the instrument's last service prior to the event was on 14-nov-2016. During this service the system checkout procedure was successfully completed indicating that the instrument had passed all tests, met all specifications, and was operational. Trends were reviewed for complaint category, thrombosis. No trends were detected for this complaint category. Adverse event terms: thrombosis. (B)(4).

Manufacturer narrative:
This case is considered not reportable based on the patient's medical staff opinion that the patient's thrombosis was not related to either the xts device or the ecp treatment. (B)(4).